Event description:
It was reported that a revision surgery was performed due to a dislocation after fall.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, after three requests no clinical/medical information has been provided for inclusion in this investigation. However, based on the surgeon's statement the revision was due to a dislocation after a fall. The future impact to the patient beyond the revision cannot be confirmed. No further clinical/medical assessment is warranted at this time. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.